Event description:
A certified scrub technician from the user facility reports that the intraocular lens (iol) was scratched by the plunger of the iol delivery system. Enlargement of the incision was required to accommodate removal and replacement of the lens. Additional information has been requested.

Event description:
Additional information provided by the reported indicates the patient had an excellent outcome following surgery.